Event description:
It was reported via repair work order that the jack would get stuck at mid height due to malfunctioned jack assembly. It was also reported that the brakes would not hold due to worn casters and worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.